Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the proximal left anterior descending artery with mild tortuosity and heavy calcification. The guide wire was inserted into the guide wire lumen of the 3.5 x 15 mm xience xpedition stent delivery system (sds); however, there was resistance between the devices. The sds was advanced over the guide wire, but resistance was still met. It was noted that there was substantial resistance between the devices; therefore, they were removed as a single unit. A new xience xpedition sds and a new guide wire were used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.